Event description:
The patient reported feeling less-than-one-second-duration buzz-type vibrations about 4 cm left of the left nipple. Follow-up was attempted with the physician's office but no response has been received yet. No patient complications have been reported as a result of this event. Follow-up info was received from the physician's office indicating that there were no performance issues with the device and no patient complications reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Asku

Event description:
The patient reported feeling less-than-one-second-duration buzz-type vibrations about 4 cm left of the left nipple. Follow-up was attempted with the physician's office but no response has been received yet. No patient complications have been reported as a result of this event.